Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient underwent another procedure on (B)(6) 2007 and biodesign was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient had transurethral collagen implantation on (B)(6) 2007, due to sui and intrinsic sphincteric deficiency. It was reported that patient underwent mesh revision/removal on (B)(6) 2007, due to prolapse sui and urethral mesh erosion.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.